Manufacturer narrative:
Device not returned.

Event description:
During inspection it was reported that there was a sticky residue all over the housing of the device. No patient involvement was reported.